Event description:
It was reported that on august 4th, 2014 the end user underwent a knee replacement surgery. After a successful surgery, the dressing was used to cover the wound. In the immediate days following her surgery, end user suffered a severe reaction from the dressing which resulted in an exceptionally lengthy and difficult recovery from the surgery. She also suffered severe and permanent scarring due to the reaction from the dressing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.